Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as patient made an unspecified mistake. It was reported that the patient was not hospitalized for the event. On the same day as the onset, the patient was treated with fortum injection (1 gram, route and frequency was not reported) and vancomycin injection (1 gram,route and frequency was not reported) for peritonitis. On an unreported date, antibiotic treatment was discontinued. At the time of this report, the patient has recovered from the event. On an unreported date, "two weeks ago,pd therapy was discontinued and the pd catheter was removed. The patient was switched to hemodialysis (twice a week). It was reported that the patient has been retrained for proper aseptic technique. No additional information is available.